Manufacturer narrative:
A visual examination of the device revealed the snare loop to be retracted into the sheath. The outer sheath was found to be pulled out of the handle. The outer sheath tip cut angle was found to be correct. The proximal end of the sheath was properly flared and the flare had been crushed. The outer sheath was measured and found to be within specifications. No other issues were found with the outer sheath. The luer cap unscrewed easily and it was noted that glue was visible on the threads of the handle body. The strain relief was found to be properly flared. A functional evaluation of the device could not be performed due to the separation of the outer sheath and the handle assembly. The device could not be reassembled due to the damage found to the sheath flare. The snare wire and loop appear to be without issue. The returned unit was consistent with the complaint incident that the snare loop would not fully exit the catheter. It remains unknown if the defect occurred due to manufacturing/ packaging, customer handling/prep of the device or procedural factors, therefore the most probable root cause is undeterminable. A review of the device history record was performed for lot 13965647 and revealed no issues related to this complaint.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure (date is unknown). According to the complainant, during preparation, outside the patient, when checking the function of the snare it did not open. It was noted there was a tear approximately mid section of the sheath. Straight grasping forceps were used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure (date is unknown). According to the complainant, during preparation, outside the patient, when checking the function of the snare it did not open. It was noted there was a tear approximately mid section of the sheath. Straight grasping forceps were used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.